Manufacturer narrative:
Main control board.

Event description:
It was reported by service report that the none of the functions were working on the bed. No pt involvement or adverse consequences are reported.